Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/09/2013 to present date 09/30/2020, and note that this device has been returned for service once without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error code 200.5040. There was no patient involvement.